Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate or confirm the complaint. No defect was found. The time and date were correctly set and the pump was exercised for 5 days with no time/date loss or gain. Pump boots to verify screen with auditory and vibratory alarms. An "ezprime" operation was performed with no difficulties noted.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged the time and date was ahead by 23 hours and 50 minutes without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.